Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge senior territory manager (stm) evaluated the iabp and replaced the fiber optic module to resolve the issue. The stm also performed full functional and safety tests to factory specifications, and the iabp was returned to customer and cleared for clinical use. Device cleared for return to clinical service.

Event description:
It was reported that during procedure in cardiac catheter lab (ccl), the cardiosave intra-aortic balloon pump (iabp) generated a "fiber optic sensor module failure" alarm. The console was swapped without issue, and the original was sent to the biomedical engineer. There was no patient harm and no adverse event was reported.